Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that after an implant procedure of this implantable cardioverter defibrillator (ICD), the patient developed an infection at the pocket site. The wound was cleaned and antibiotics were prescribed to the patient. Four days later the infection was healed. No additional adverse patient effects were reported. The ICD remains implanted.